Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reverting to the setup mode. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) (year not specified) at 8pm. The patient manages her diabetes with insulin (self adjuster); however, it is unclear what action the patient took in response to the alleged issue. Approximately 12 hours after the alleged issue occurred, the patient reportedly developed a symptom of shaking and the patient administered self-treatment by consuming food and/or drink at an unclear time later. The patient denied testing her blood glucose with another device. During troubleshooting, the csr noted there was no misuse of the lfs product and the patient was not using the subject meter for the first time. The alleged issue remains unresolved. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.